Manufacturer narrative:
H4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a150101 captures the reportable event of cinch failure to deploy imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific that an overstitch suture cinch was utilized in a defect closure procedure on (B)(6) 2026. During the procedure, the suture cinch handle broke. The physician manually deployed the cinch. The procedure as completed with the original device. No patient complications were reported as a result of the event.